Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A healthcare professional reported that a patient experienced a ¿rupture¿ and "periprosthetic effusion" diagnosed by ultrasound, as well as "increase of left breast volume, stretched breast", a ¿periprosthetic capsule is observed, site of significant subacute haemorrhagic and inflammatory reactions of fleshy bud type¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion crease fold and weight to the spec . A microscopic analysis was performed which identify striated opening in the posterior and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. Non-penetrating nick(stress marks).

Event description:
A healthcare professional reported that a patient experienced a ¿rupture¿ and "periprosthetic effusion" diagnosed by ultrasound, as well as "increase of left breast volume, stretched breast", a ¿periprosthetic capsule is observed, site of significant subacute haemorrhagic and inflammatory reactions of fleshy bud type¿. Device has been explanted.